Event description:
During coil embolization within the transverse sinus tve (trans venous empolization), the physician experienced difficulty detaching the first coli. Reportedly, there was no calcification, but moderate vessel tortuousity was present with 0% stenosis. There was a one to one relationship tetween the coil and microcatheter(mc). There was no stress against the mc or delivery system, which was verified under fluoro. The dcs syringe was taken to the green zone and then to the red zone. The physician thought the cause of detaching difficulty was related to the syringe. Although there was no leakage or problem found with the syringe. The coil and mc were removed as one unit from the patient's vessel and the coil was noted to be unraveled and had remained within the mc. Another mc and coil were used to complete the procedure successfully. No information was availabel regarding the coil or mc. There was no adverse consequence to the patient.